Event description:
Platinum wh clinical study. The patient presented with conditions of silent ischemia and was referred for cardiac catheterization. The 75% stenosed and 12mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x20mm platinum study stent, resulting in 0% residual stenosis. A 75% stenosed and 12mm long second target lesion was located in the mid right coronary artery with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation and placement of a 4.0x18 promus study stent, resulting in 0% residual stenosis. Per the core lab a spasm and dissection were noted during pre-dilation using a 2.5x12mm apex balloon catheter. This event was resolved with stenting. No further patient complications were reported and the patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).